Event description:
It was reported that devices occasionally "pop off" and disconnect from the patient during infusion. The facility clinicians stated that they were unaware of the hospital procedure for sending damaged devices/modules/equipment to biomedical engineering for repair. There was patient involvement, however outcome is unknown. Although multiple requests were made, no further information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.